Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of reported lot numbers 5240606 and 5240607. Conclusion: without a sample, an absolute root cause for this incident could not be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. UDI#: (B)(4).

Event description:
On (B)(6) 2017, the physician went to switch the needle from a 19 g x 1 1/2 in. Bd nokor¿ filter needle to a 30-gauge needle, and he saw there was human hair in the colored part of the needle that screws into the syringe.